Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. Communication error (e224) indicates failure of communication with processor. Damage of the cable disabled the image communication between the processor, resulted in e224 error, surmised from information on the quality inspection report (qir). No abnormalities were found on the shipment record; cable damage was attributed to user¿s handling. The legal manufacturer confirmed contents described in the instruction manual ·a description is found on cable damage in instruction manual at the time of shipment. Following this could prevent the phenomenon to occur. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿read connection error¿ was confirmed. An intermittent e224 error message was observed on the display due to a shortage in the unit¿s cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed during preparation for use, a read error images was observed but no image was displayed. There was no patient involvement reported.